Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited increased shock impedance measurements of 110 ohms and the device exhibited a fault message due to charge times greater than 45 seconds. It was noted that the device reached end of life (eol) approximately five years ago. Boston scientific technical services (ts) recommended device replacement. No adverse patient effects were reported. This product remains implanted and in service.